Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was electrical shock to the user. The user was not injured.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. Alleged failure: the primary lost image during the procedure for a few minutes. Root cause: it is difficult to determine the root cause of the issue observed at the account since we are unable to replicate the problem in-house. Possible root causes could be loose power cables or other unit such as an electrosurgical generator or cautery pencil near the ccu. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was electrical shock to the user. The user was not injured.